Event description:
It was reported that the patient was experiencing postoperative pain following a laparoscopic hysterectomy. It was reported the pain was a result of an adhesion causing a bowel obstruction. This adhesion was observed 7 days postoperatively where it was observed that vitagel was not fully resorbed. Further evaluation is underway to identify location of adhesion, patient comorbidity and surgical site prior to procedure vitagel takes up to 30 days to fully resorb; the 7 day observation is normal and expected.

Manufacturer narrative:
Device discarded following use.

Manufacturer narrative:
Stryker orthobiologics obtained the following information through the support of a consultant: procedure took longer than usual. Patient had substantial bleeding. Substantial amount of electrocautery was used. Vitagel was applied and not allowed to set prior to closing surgical site. Immediately following the procedure the patient was tachycardic and had a high fever that would not resolve. These symptoms are similar to bowl obstruction / perforation. One CT was performed without IV contrast and did not reveal an obstruction / perforation. A second CT was performed with IV contrast which also did not reveal a obstruction / perforation. The patients symptoms worsened after the CT with IV contrast so an exploratory procedure was performed to identify if an obstruction did occur. The procedure revealed no obstruction / perforation. It was then learned that the patient had undiagnosed hyperthyroidism which has identical symptoms to a bowl obstruction / perforation; this was comorbid. The surgeon also noticed that the vitagel was causing an adhesion at the vaginal cuff because it was thin and white and could be retracted without additional surgical trauma. The consultant is however confident this was the vitagel beginning to resorb and not adhesion particularly because it could be retracted without additional surgery. Consultant believes that this is what the operating surgeon saw. The operating surgeon could not conclude if it was residual vitagel or adhesion. The consultant believes the event was unrelated to vitagel.

Event description:
It was reported that the patient was experiencing postoperative pain following a laparascopic hysterectomy. It was reported the pain was a result of an adhesion causing a bowel obstruction. This adhesion was observed 7 days postoperatively where it was observed that vitagel was not fully resorbed. Further evaluation is underway to identify location of adhesion, patient comorbidity and surgical site prior to procedure vitagel takes up to 30 days to fully resorb; the 7 day observation is normal and expected. Update it was later confirmed that the patient did not experience a bowel obstruction / perforation. This patient had undiagnosed hyperthyroidism which was comorbid. The reported symptoms which included pain, fever, and tachycardia were due to the untreated hyperthyroidism. The reported adhesion was also not confirmed and it was likely this was vitagel which had not been fully resorbed. During the time when vitagel resorbs, it becomes a white film which resembles and adhesion. The patient is recovering and was also sent home on medication to treat the hyperthyroidism.